Event description:
It was reported that during an attempted implant procedure, the setscrew was unable to be tightened. The device was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum inside the atrial and is-1 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.